Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customers reported issue during testing and evaluation.

Event description:
It was reported to vyaire medical that the ventilator was not cycling, and would not pressurize. There was no report of any patient involvement associated with this reported event.